Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a unknown alarm rings non-stop. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an unknown alarm, ringing non-stop was confirmed but not duplicated by baxter personnel during product evaluation. The root cause was assigned to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.